Event description:
Pump #1 reported to be set at 6 ml/hr with 250 mls of dobutrex. Four and one-half hours later the bag was found empty. The pt's blood pressure did not increase. The pt's urine output was reported to increase. No pt injury resulted.